Manufacturer narrative:
Pentax medical japan performed good faith effort via e-mail on 30-jan-2024 regarding peeling of the endoscope and patient information. The peeling didn't found in the operating room. There are no particular problems with the patient's physical condition. We have not received any information that anyone became unwell after the endoscopy. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
After the otorhinolaryngological examination, the doctor contacted the distributor. The distributor visited the facility and found "peeling'' of the soft part of the endoscope. There is a potential that the outer skin likely have fallen off into the patient's body, but it is currently unclear whether or not it has fallen off. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Evaluation summary based on the investigation, a potential root cause of this failure is the outer skin has deteriorated over the years of use, and it appears that it peeled off when it was bent. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 13-nov-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 15-dec-2015. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.